Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect product was mixed into the box of bd precisionglide¿ needles. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that incorrect product was mixed into the box of bd precisionglide needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two-hundred fifty samples were returned in their original, unopened packaging. A visual inspection was performed on the returned samples. Thirty of the returned needles are the incorrect length therefore failure mode is verified. Because nothing could be confirmed within the batch record, it¿s possible an operator manually dumped the incorrect needle length into a product hopper. All operators were re-trained to scan material identification tags prior to use. This re- training was performed (B)(6) 2018. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A DHR (device history record) review of complaint batch 7236556 was completed. This batch was packaged on multivac line 3 (B)(6) through (B)(6) 2017. Line clearance was completed from previous product 27g x ½ needle. There were 50 visual inspections conducted on 3,000 parts total with no defect conditions observed. There were no issues documented within the DHR that would contribute to a mix needle condition.